Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the additional device type is as follows d.2.a medical device type: jka d.2.b common device name: tubes, vials, systems, serum separators, blood collection d.4. Medical device expiration date: unknown h.4. Device manufacture date: unknown a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using a bd vacutainer® ultratouch¿ push button blood collection set, one (1) unit was observed to have tubing that appeared cut within the sealed package. No adverse patient or user impact was reported.